Event description:
The pt reported that, when he checked his insulin infusion set after he received an occlusion alarm on his infusion device during the night, he discovered the infusion tubing was completely "snapped off from the luer." He stated the tubing had been in use for 12 hours. He said he immediately changed his infusion tubing. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.